Event description:
This is case #2 of 2 in which the set blew apart during injection of contrast media into a patient in the cat scan area. Case #2: the imaging agent was sprayed over the room. Dosage of agent delivered to the patient was not known. No patient ill effects were reported although the procedure had to be repeated.note: high pressure injection tubing should be used for high pressure injection of contrast agents. This set is not recommended for such procedures.